Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 10/29/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 117mg/dl and 115mg/dl. Reviewed meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 10/29/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 117mg/dl and 115mg/dl. Reviewed meter memory: 1: lo (B)(6) 2015 06:40:00 pm fasting:yes. 2: lo (B)(6) 2015 08:58:00 pm fasting:yes. 3: 123mg/dl (B)(6) 2015 03:55:00 pm fasting:yes. 4: lo (B)(6) 2015 03:53:00 pm fasting:no. 5: 146mg/dl (B)(6) 2015 04:27:00 pm fasting:yes. Customers concern: lo. Adverse event not reported.